Event description:
It was reported that the patient was currently in the emergency room (ER) because they were having a problem and they wanted to know if it was the patient¿s head and they needed a CT scan. It was noted that the patient had been having the problems for 1 to 2 weeks. Additional information received reported that the patient had pain at the implant site for a couple of weeks. It bothered the patient when they went to get up or were even walking around. It was noted that the patient had an appointment with their health care provider (hcp) last week. The patient thought the appointment was on (B)(6) 2014 and when they told their hcp about the pain they asked the patient if they could still feel the flutter and they said yes and that was it. It was reported that on (B)(6) 2014 the patient went to the ER and they said that the implantable neurostimulator (ins) was in the right place. The patient had a couple of other problems but they were not regarding their device. It was noted that they took x-rays of the patient¿s back when they went to the hospital and took x-rays of the whole back part across from their implant. The patient had fallen down but the pain was there before. It was reported that the patient programmer was showing 0.1v and the patient was assisted with turning the ins off. Additional information received reported that the ins and lead were replaced. The hcp just requested the device to be sent back to be analyzed. It was noted that no malfunctions could be seen during the procedure itself.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660707, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.